Manufacturer narrative:
A kinked cannula has the potential to restrict insulin delivery and may result in hyperglycemia. Since the pod was not returned for eval. We contributed to the customer's hyperglycemia. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Additionally, the user guide advises that customers can avoid hyperglycemia by checking blood glucose levels at least 4 to 6 times a day. After a total of 4 hours of monitoring and administering correction boluses, if bgs still remain high the user guide instructs to change the pod using a new vial of insulin and contact an hcp for guidance. Product lot qualification records were reviewed and found to have met all acceptance criteria.

Event description:
Customer's blood glucose (bg) was 234 mg/dl at 10:00 am; she consumed 66 grams of carbohydrates and bolused 22.6 units. The next bg reading was not until 4:50 pm; her bg read 305 mg/dl, she bolused 29.80 units. At 7:45 pm, her bg increased to 345 mg/dl; she took 10 units of insulin and removed the pod. Customer reported the cannula was bent. At 8:40 pm, her bg decreased slightly to 310 mg/dl. No add'l info was provided. The pod was not returned for eval.